Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported he was not able to charge his implant and was no longer seeing the coupling boxes on the screen. The patient stated it had been about six months since he successfully charge his implant. Troubleshooting had the patient attempt a charging session and the reposition antenna screen was seen with the recharger and poor communication with the programmer. The patient was directed to follow-up with their healthcare provider for the possible overdischarge. No patient symptoms reported. Additional information was received from the patient. It was reported that there was no pain or problem. Tried to maintain charge in implant. Tried to charge implant - no success. No further complications were reported.